Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer technical support (cts) was told by customer that the customer observed the sample line tubing was loose at the fitting to the blood sampling valve (bsv). The customer tightened the tubing to the fitting and the instrument performed without any leaks. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 20 mls of bluish colored fluid leaked from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. There was no exposure to mucous membranes or open wounds. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.